Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has been having radiation therapy. After the last treatment, the patient almost passed out and is experiencing unsteadiness and a racing heart. The patient also reports that one side of the device appears to be "bulging out". The device is still in use and patient will continue to work with the health care team where they are receiving the radiation treatments. It was further reported that the patient had shortness of breath and the device had a power on reset (por). The patient had radiation therapy recently. The device was interrogated and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced 6 critical ram parity errors, including (B)(6) 2011 in location "0f 1f" and (B)(6) 2011 in location "01 97". The device should be able to recover from the event and continue normal function. It is probable that radiation therapy was concurrent with recent events.

Event description:
It was reported that patient has been having radiation therapy. After the last treatment, the patient almost passed out and is experiencing unsteadiness and a racing heart. The patient also reports that one side of the device appears to be "bulging out". The device is still in use and patient will continue to work with the health care team where they are receiving the radiation treatments. No further patient complications have been reported as a result of this event.